Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (does not power monitor) was confirmed. As received, the battery pack was non-functional and would not power on a test monitor. Upon evaluation, the battery cells were defective. The cause of the inability to power the monitor is the defective cells. The root cause of the defective cells cannot be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor contacted zoll to report that a patient's battery pack was unable to power on the monitor.